Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The instructions-for-use under baw2800261 rev. 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse was treating a baby on s/n (B)(6). An alarm stating the patient temperature was erratic has gone off twice since nurse arrived at 7pm. The first time it went off was when nurse went to place a PICC. The baby read 31.9c briefly and therapy stopped. Soon after the patient temperature was back to 33.5c and therapy was restarted. Nurse then got an alert that the patient temperature had not changed so, replaced the probe. When replaced the probe, got an alert about erratic temperature again. Advised nurse to pause therapy if the probe was going to be replaced, or if the patient will be moved. Once the patient temperature stabilizes again, resume therapy. This will mitigate the erratic patient temperature alarms caused by these actions. Discussed alert 117 (change in pt temp not detected). Confirmed her actions of checking probe placement and a secondary temperature is the correct action. This was a safety alarm to confirm the device was accurately reading the patient temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse was treating a baby on s/n: (B)(6). An alarm stating the patient temperature was erratic has gone off twice since nurse arrived at 7pm. The first time it went off was when nurse went to place a PICC. The baby read 31.9c briefly and therapy stopped. Soon after the patient temperature was back to 33.5c and therapy was restarted. Nurse then got an alert that the patient temperature had not changed so, replaced the probe. When replaced the probe, got an alert about erratic temperature again. Advised nurse to pause therapy if the probe was going to be replaced, or if the patient will be moved. Once the patient temperature stabilizes again, resume therapy. This will mitigate the erratic patient temperature alarms caused by these actions. Discussed alert 117 (change in pt temp not detected). Confirmed her actions of checking probe placement and a secondary temperature is the correct action. This was a safety alarm to confirm the device was accurately reading the patient temperature.